Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported condition confirmed the reported suture retrieval issue during the plunger retraction. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture retrieval issue during the plunger retraction incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide with a 7fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, when the plunger was removed, no sutures were present. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.